Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer successfully reloaded the cartridge to address the event and received an accurate fill estimate. There was no reported impact to blood glucose.